Event description:
Trigger handle broken off. Fs log# (B)(4). Wallach ultra freeze 900076 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Trigger handle broken off. Fs log# 98920; 1216677-2022-00244 wallach ultra freeze 900076 e-complaint-(B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples . *analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 10/28/2021 under work order (B)(4) and sold on 10/28/2021. Manufacturing record review: DHR-298444 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 98920 this unit was at csi on 08/09/2022. Visual evaluation: visual examination of the complaint product revealed no physical damage. It was also noted that the bottle (serial number (B)(6)) is from a different unit, but has no bearing on the complaint. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: while no definitive root cause could be reliably determined, the potential cause may be that there was not enough rtv applied to the pin that holds the trigger in place. If there is not enough rtv applied, the pin can work loose and fall out. The assemblers were retrained to the method sheet (300760-300764-ms rev z) that the possible root cause is not enough rtv being applied. *correction and/or corrective action the trigger was reconnected to the unit with a new pin and rtv was applied. The unit was retested and found acceptable. Coopersurgical will continue to monitor this complaint condition for trends.